Manufacturer narrative:
Three good faith efforts were made to obtain additional information; however, no response received from the customer. It was unknown whether the device will be returned to olympus. The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the subject device could not be opened in the same lesion when the physician attempted to puncture the lesion again to get more tissue for the pathologist. The issue was found during a diagnostic endobronchial ultrasound (ebus) procedure. There were no reports of patient harm associated with the event.